Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wqma, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy and was wetting in (B)(6) 2015. The patient did not feel stimulation and was unable to verify the therapy status. The patient had a CT scan on (B)(6) 2015. During the first CT scan the patient felt some increased stimulation. The patient normally did not feel stimulation even when they had therapy relief and it was clarified that the patient felt a shock and stimulation during the CT scan. The patient had not felt stimulation since their first CT scan. The patient felt like the implantable neurostimulator (ins) may have been moving and it was unknown if this had any relation to the CT scan. There were no falls or trauma that could be related to the issue. The patient also noted that their back had been hurting and their bottom felt heavy since last week or the week before. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that she was having back problems and her spine health care professional (hcp) sent her to a doctor who does shots. The patient explained that she had issues before she had the device. When she was younger, she fell on the ice and hit her back. Her back started bothering her as she got older. The patient confirmed that it was a pre-existing condition and she just had back problems all along. The patient had back shots in the past before she got the device. On (B)(6) 2015, she reported having pain in the shoulders. The patient had not addressed this with their hcp. She saw her hcp on (B)(6) 2015 when she had a lot of trouble. The hcp changed the controls and the patient did not even touch it. She was going back to the hcp on (B)(6) 2015.